Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sensing thresholds were low. The physician elected to monitor the lead.